Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was bunched, deformed & distorted. This type of damage is consistent with resistance being encountered while attempting to withdraw the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the none calcified unspecified vessel. A 16 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, during insertion, resistance was encountered and it was noted that the distal of the stent was flared. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The target lesion was located in the none calcified unspecified vessel. A 16 x 3.50 promus premier¿ stent was advanced to treat the lesion. However, during insertion, resistance was encountered and it was noted that the distal of the stent was flared. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good.